Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level was 564 mg/dl. Customer administered a manual injection to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.